Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead reported to have sepsis. Moreover, the patient was noted to have nausea and vomiting and had been diagnosed with peritoneal dialysis catheter exit site wound infection with (B)(6). The patient was treated with intravenous medications and dialysis was done. There were no additional adverse patient effects reported. The rv lead remains in service.